Event description:
Pt with life threatening episode. Pt had an allergic reaction to unknown substance; numerous prior reactions. Pt was admitted for 5 days. No cause found. Pt later tested positive for latex with anaphylaxis 40 mins after skin test.